Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert was triggered on the right ventricular (rv) lead for high rv tip to rv coil lead impedance approximately one week after implant. High thresholds and an apparent dislodgement were also noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.